Event description:
The patient received her scs system, including a surgical lead, on (B)(6) 2008. It was reported the patient's ipg suddenly lost stimulation after the patient had fallen down a flight of stairs. Examination of the patient's scs system found high impedances on the surgical lead due to a fracture. The lead will be replaced. It is currently unknown if the lead will be returned to the manufacturer after it is explanted. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.